Manufacturer narrative:
The device was not returned for evaluation. There were no anomalies identified during the internal review of the DHR of the system console. Pneumothorax is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. If additional information is received a follow-up report will be submitted. Journal of the national comprehensive cancer network. 2016 feb; 14(2):181-4. Brown, craig md; ben or, sharon md; walker, paul md; bowling, mark r.; the impact of electromagnetic navigation bronchoscopy on a multidisciplinary thoracic oncology program.

Event description:
The patient suffered a pneumothorax during a superdimension procedure. It is unknown if the patient was hospitalized or required treatment at time of event. If additional information pertinent to the incident is obtained a follow-up report will be submitted.